Event description:
It has been reported to philips that the system restarted and the screen went black. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and examined the event log remotely to determine that the process had crashed. The problem occurred intermittently during this time, the lab stopped responding and all displays will be blanked. After that, the system started automatically and the same message did not occur again. Rse asked the customer to shut down and restart the system. After shutting down and restart the system, the system is returned to its full functionality.